Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.7, g.3, h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified broken shell, crease fold, and missing a piece of shell (0-25%). Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified one sharp broken edge, with stress marks near of the broken site, and wear abrasion. A dimensional measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment was one sharp broken edge on the radius assessed as surgical impact opening, and missing shell assessed as inconclusive.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.